Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap. This report is made based on results of investigation completed on 03/18/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/18/2015 with the following findings: the top of the returned battery cap was observed to be worn. (B)(4).